Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: rupture, and capsular contracture baker grade IV.

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening device in the anterior side assessed as unidentified (tear) opening (shell thickness was within specification) capsular contracture: unable to confirm as it is a medical event not related to the device. Edema: unable to confirm as it is a medical event not related to the device. Additional observations: red particles on the surface of the shell. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade IV. Healthcare professional additionally reported left-side swelling and pain as a pre-operative diagnosis. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported, left-side swelling and pain as a pre-operative diagnosis.